Manufacturer narrative:
Additional narrative: patient initials (B)(6). Patient weight is unknown. Additional product codes for this report include lxh. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 4, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an l2 - l4 fusion procedure on (B)(6) 2016 using the transforaminal posterior atraumatic lumbar spacer system (tpal). During the procedure, the t-pal spacer applicator inner shaft broke off inside the applicator knob. No fragments were generated and the procedure was completed with the use of alternate devices that were readily available. The procedure was extended by approximately ten (10) minutes as the spare inner shaft and applicator knob were retrieved. There was no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary - the returned inner shaft and knob were examined and the complaint condition was able to be confirmed as the proximal coupling head of the inner shaft was found to be broken and it remained lodged in the knob. The fragment was able to be removed and the knob was found to function as intended. The returned t-pal applicator inner shaft is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be removed from the spacer. The returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head of the inner shaft was found to be broken and it remained lodged in the knob. The fragment was able to be removed and the knob was found to function as intended. Additionally the distal portion of the inner shaft was found to be intact, with minimal deformation/witness marks consistent with use. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Endurance testing (insertion and removal) was completed and no functional failures were observed after 100 simulated application cycles. Dynamic impact loading was benchmarked from cadaver testing where loading during insertion was measured at approximately 10kn in a normal case (appropriate implant/trial size selected). The received failure mode is consistent with impaction while the handle security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.